Event description:
It was reported that while being hospitalized for an unrelated issue, the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the peritonitis event prolonged the hospitalization. The treatment was not reported. The hp has recovered from the peritonitis event. No additional information is available. This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number h13f17055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).